Event description:
During the implantation procedure, it was reported that the wrench would not seat into the ventricular setscrew and would not tighten down. This pacemaker was not implanted; a new reply dr was implanted.

Event description:
During the implantation procedure, it was reported that the wrench would not seat into the ventricular setscrew and would not tighten down. This pacemaker was not implanted; a new reply dr was implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).